Manufacturer narrative:
Unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device - 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to clinic with a small tear in the driveline, with serous fluid coming from the damaged area. On (B)(6) 2018, it was reported that rescue tape was applied to the tear. A fluid culture test was done and results from gram stain report showed mixed positive bacteria. On (B)(6) 2018, the patient came into the outpatient clinic with a fever of 102 degrees. It was reported that the patient was treated with an intravenous antibiotic during the admission for the infection. A CT scan was performed and results were unremarkable. The patient was discharged home in stable condition with some clear to serous drainage coming from the tear in the driveline. The rescue tape was removed and a dressing was applied to the driveline by the tear. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation and the report of a tear in the driveline could not be confirmed. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.